Event description:
It was reported to philips that the paddles for the device had abnormal dents in the plates. There was no patient involvement. The customer requested assistance from a philips representative. Per the customer, the unit was had abnormal dents in the electric shock plate. Due to the notes issue, the part was ordered to return the device to working condition. Based on the conclusion of the investigation, it was determined that this was a malfunction of the paddles. New paddle were ordered to resolve the noted issue. The device remains at the customer site. No further investigation or action is warranted.